Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient and doctor decided to change the device out for a non-rechargeable device.

Event description:
Additional information received reported that the patient had an upcoming appointment on (B)(6) 2014.

Event description:
Additional information received reported that the patient's battery change was scheduled for (B)(6) 2014. The patient outcome was not reported. Follow up is being conducted to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported the patient was scheduled for a consult with a surgeon on 2014 (B)(6). Additional information received reported the patient ended cardiac clearance and their healthcare professional received the clearance this week. The reporter stated, the patient would be scheduled most likely for the (B)(6).

Event description:
Additional information received reported that the patient had a scheduled appointment with the physician on (B)(6) 2014. It was noted that nothing else was done. It was further noted that it was unknown when the patient fell.

Event description:
Additional information received reported that the patient had her device replaced on (B)(6)2014. The manufacturing representative was unaware of any problems with the patient¿s current stimulation.

Event description:
It was reported that the patient¿s recharger could not communicate with her implantable neurostimulator. It was noted that the patient lost ¿a lot of weight¿ and it was difficult to get the paddle to stick against the implant and hold it in place. It was reported that the patient kept seeing the reposition antenna screen despite multiple attempts to communicate with the ins. It was noted that the patient was not feeling stimulation and last felt stimulation ¿about 3 months¿ ago. It was noted that the patient was seeing battery depleted screen on the patient programmer. It was reported that the patient could feel the implant when she was right over the implant while charging. Additional information received reported that an overdischarge was suspected. It was noted that this was the first overdischarge event. It was noted that the patient had an appointment with the physician on (B)(6) 2014 and a physician mode recharge (pmr) would be performed then, if needed. It was noted that the patient had less than 50% therapy relief in the normal stimulation area. It was noted that the patient had lost a lot of weight recently, which caused the battery to be very mobile in the pocket. It was noted that an x-ray would be performed.